Manufacturer narrative:
(B)(4). When during the shot did you get stuck.¿ did the device start to deploy staples and cut but could not be completed (partial fire)? Please explain what is meant by, ¿you try again and the suture mechanical is disarmed.¿ the used first charging and working properly. (Load). The used second recharge and is blocked- does not work. (Reload) (locks up). Is again trying with second charging and disarm. (Reload). Applying for a new recharge sr75 and blocks. (Reload) (locks up). The product is in multiple parts, is decoupled. The analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The cartridge reload had the proximal 50 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hemicolectomy procedure used a suture mechanical with recharging sr75 which functions properly. A second recharge sr75 mounts and when the shot is you get stuck. You try again and the suture mechanical is disarmed. Is requested a new ntlc75 stapler with reloading sr75 which is also locked. Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient.